Manufacturer narrative:
(B)(6). Date of postoperative loosening is unknown. It is unknown if the complainant devices were implanted during the (B)(6) 2015 procedure or if they were inserted on an unknown previous date. The devices have not been explanted, but three revision procedures were performed ((B)(6) 2015). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon performed an extension spondylodesis procedure on (B)(6) 2015. The patient was initially managed with universal reduction screws (urs). The surgeon adapted the expedium, including hooks, in the cranial direction. Matrix connectors were also using during this procedural step. Set screws and fixing screws were tightened with a torque wrench (3nm). However, an x-ray taken on the postoperative day showed a dislocation of two connectors. Therefore, a revision procedure was performed on (B)(6) 2015 during which the set screws / fixing screws were re-tightened with the torque wrench. All of the set screws were reportedly loose. A further check via x-ray showed that the connectors had again loosened. A third revision procedure was performed on (B)(6) 2015. An additional assembly was fixed with an additional rod. The connectors were again further tightened, this time by hand, with a t25 screwdriver. A review of the received x-rays was completed by a depuy synthes medical director with results as follows: "two connectors appear to be disconnected from the rod, as described in the complaint. [It is] difficult to say if any screws are loose based on x-ray." This report is 2 of 3 for (B)(4).